Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was turning, hit a bump and the unit allegedly tipped over.

Manufacturer narrative:
This follow up report is just to ensure the transmission of this complaint as webtrader was down the day of original transmission, as a result we recieved an error message of "report failed due to duplicate report". The device has not yet been made available for evaluation. Should further information or the device become available, an additional follow-up report will then be issued.

Event description:
Consumer alleges he was turning, hit a bump and the unit allegedly tipped over.

Manufacturer narrative:
Per tech: unit is working properly.

Event description:
Consumer alleges he was turning, hit a bump and the unit allegedly tipped over.